Event description:
It was reported to philips that the system's monitor was unable to display, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A philips remote service engineer (rse) and confirmed that the issue with monitor. A philips field service engineer (fse) addressed the issue in separate worked order and confirmed that there was no issue with the philips system, fse replaced new video splitter and linked the dvi to split the signal to the abbott oct. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario in which the allura system did not contribute to the reported event, and there was no malfunction in the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable the codes have been updated based on the investigation's outcome.